Event description:
The customer's mother reported a keypad anomaly on the customer's insulin pump - that after pressing the b button sometimes, random numbers and lines would appear on the screen. Mother also stated that customer's blood glucose was not lowered by the insulin pump's bolus delivery, and that only manual injections would do so. There was no significant event reported as leading up to the keypad//display anomaly. It was advised to discontinue use of the device, to return it for analysis and a replacement, and to revert to a backup plan until the replacement arrived. The customer's blood glucose value was not reported. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had an intermittent button response due to flattened buttons on dome switch. No display anomaly numbers ramping up noted. The insulin pump had a cracked case on the display window corner, minor scratches on lcd window, cracked battery tube threads and cracked reservoir tube lip.